Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lobectomy procedure, during the first firing, they connected the reload to the handle. They checked the jaws opening/closing. The surgeon pushed the green button, however could not squeeze the handle. Replaced by a new cartridge, and connected to the same handle, and the firing was successful. There was no patient injury.